Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was damaged at 27.0 cm to 31.0 cm from the connector pin, as a result of clavicular crush.

Event description:
It was reported that the right ventricular lead dislodged. Clavicular crush damage was suspected. The lead was explanted and replaced.